Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, on insertion into the incision, the structural balloon was not tight enough for insertion and was too loose to insert into the incision. Surgeon did not want to increase the incision size, so the product was replaced. There was no patient injury.